Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding the delivery of lioresal (concentration 500mcg/ml, dose 50mcg/day; lot number unknown) in an implanted intrathecal pump for intractable spasticity and cerebral palsy. The patient presented to the hospital with cerebrospinal fluid (csf) drainage from the back incision and a positive culture for pseudomonas confirmed an infection on (B)(6) 2015. No troubleshooting was performed. The pump and catheter were explanted on (B)(6) 2015 due to the infection. The patient was admitted on (B)(6) 2015 for continuation of IV antibiotics. In addition to IV antibiotics (name of drug and dosage was unknown), the patient was also receiving oral baclofen (dosage was not known) at the time of the event. As of (B)(6) 2015 the issue was unresolved. The hcp discarded the pump and catheter. The explanted device was to be replaced at a future date. The patient was without injury regarding their status at the time of the report. The hcp had no further information available as of (B)(6) 2015. As of (B)(6) 2015, a company representative indicated the patient remained hospitalized was on IV antibiotics for 10 days to treat the infection. Additional information from the hcp indicated that the patient's infection had cleared, and there were no longer on antibiotics. The hcp planed to re-implant a pump in a few months.